Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) impedance measurements of 200 ohms. The r wave measurements decreased. Troubleshooting options were discussed. No interventions were planned and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.